Event description:
Patient with heartware ventricular assist device therapy for 16 months presents with citrobacter driveline infection and abdominal cellulitis, requiring IV antibiotic course. No surgical intervention required at this event. No blood contamination.